Manufacturer narrative:
Tw (B)(4). Updated sections: b4, g3, g6, h2, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. History record review was completed for the lot # 3000534050. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that at the start of the procedure, vasoview hemopro 2 would not generate any power/cauterize right from the box., the device did not work upon initial try. The cord and adapter were not defective. A second vh-4000 was opened and that one worked fine. There was no patient harm. There was a delay in troubleshooting and opening a new device. It did not pass the pre-cautery test. The beeping sound was not heard. The power setting at 2.5..

Manufacturer narrative:
Tw (B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.